Event description:
The time of event is not during procedure. There was no report of patient harm. Operation/suction channel clogged.

Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the suction channel clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the suction channel. In addition, our technician confirmed that the control body fluid damage, the down pulley wire fluid damage, the right pulley wire fluid damage, the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the light guide cable coating damage, the objective lens broken, the lcb distal cover glass broken, the remote control buttons perforated, the suction channel perforated, the insertion flexible tube buckled, the angle wire play, the control body corroded, the ccd drive pcb corroded, the electrical pin connector corroded, the lg connector corroded, the nozzle gluing missing, the segment steel braid deformed, the junction case leak, the suction channel leak, the objective lens scratched, the junction case loose, the lg prong top loose, the remote control buttons disinfections damage, the distal body worn out, the down pulley wire worn out, the right pulley wire worn out, the segment hard to move, and the insertion flexible tube lump/wave; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0588(channel)" and/or the risk analysis results, it was evaluated to submit MDR.